Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a versacross connect access solution, watchman access system, and watchman flx pro delivery system and closure device. Prior to the commencement of the procedure a trace, preexisting pericardial effusion around the right ventricle was noted. A mid to low transeptal crossing was performed with a versacross connect radiofrequency (rf) wire at a thin part of the interatrial septum. A pigtail catheter was used to navigate to the laa. A 27mm watchman flx pro closure device was deployed and recaptured once or twice before being fully released in an appropriate position. The pre existing pericardial effusion appeared unchanged. The case was considered successful and the patient was sent to recovery. While in recovery the patient reported chest pain. Transesophageal echocardiogram (tee) was performed and the preexisting pe appeared larger. Pericardiocentesis was performed, a pericardial drain was placed, and approximately 100cc of fluid was drained. The patient has fully recovered and was discharged.